Event description:
When attempting to place a stent in the left external iliac artery, the palmaz stent dislodged in the sheath, as it was being delivered to the lesion. The pt is a female. The vessel had severe calcification, severe tortuousity and a 90% stenosis. There is no info as to if the lesion was pre-dilated. After accessing the lesion with a guidewire, the physician began to advance the stent delivery system (sds) through the sheath. A resistance was felt in the sheath, due to the severe tortuousity of the vessel, and when the physician applied force to advance the sds, the stent dislodged in the sheath. Therefore, the sheath and the stent were removed from the pt simultaneously. Another sheath was inserted and another stent was used to successfully complete the procedure. There was no reported injury to the pt.

Manufacturer narrative:
It was reported that the stent dislodged in the sheath. The intended procedure was stenting of the left external iliac artery. The vessel was severely calcified, severely tortuous and had a 90% stenosis. As the stent delivery system (sds) was advanced through the sheath, resistance was encountered due to the vessel tortuosity. As the physician applied force to the sds, the stent dislodged. The device was not returned to cordis for analysis. In this case, vessel characteristics, procedural factors and user handling likely contributed to the reported event. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This product, represented in d4, is distributed outside the united states, but is similar to us distributed stent delivery systems.